Event description:
There have been multiple defective leaking units with the multi absorber medisorb. These multiple defective leaking units have contributed to anesthesia leakage. The manufacturer has pulled the associated lot from the hospital.